Manufacturer narrative:
Patient information unknown not provided. Catalog number: partial catalog number indicated since lot number was not provided. Lot #: information unknown not provided. Expiration date: unknown not provided. UDI #: unknown not provided. If implanted, give date: not applicable/ unknown. If explanted, give date: not applicable/ unknown. Reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). MFR telephone number: (B)(4). Device manufacturing date unknown not provided. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing record for the surgical viscoelastic could not be performed as the lot numbers were not provided. Conclusion: as a result of the investigation there is no indication of product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when injecting healon 5 pro into the patient's eye a small piece of plastic is observed. The surgeon has had the piece removed. This has happened about 15 times during 2021. The surgeon thinks that plastic piece came off when the needle pierces the ophthalmo viscosurgical device (ovd) chamber. It was reported that there was no patient injury. The material is not available for investigation. No other information was provided. Note: although it was initially reported that the event happened about 15 times, the actual number of events is unknown. Therefore, only one report is being submitted.